Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2408-56, serial #: (B)(4), description: avista MRI percutaneous lead kit, 56cm.

Event description:
A report was received that the patient was frequently charging the ipg and was having inadequate stimulation. It was also reported that the patients ipg had depleted. Database analysis (db) showed signs of poor charger to ipg coupling and the charger thermistor triggering often which can delay charging times and the impedance measurements revealed high values on port c (4 contacts). The patient will undergo an ipg and lead replacement procedure.

Manufacturer narrative:
Additional information was received that the patient underwent spinal stenosis surgery prior to the ipg replacement procedure. It was not disclosed as to electrocautery usage. Sc-1200 (sn(B)(4)) device evaluation indicated that the ipg's charging issue was verified. The patient's data showed the battery depletion rate had changed which resulted in high sleep current. Abnormal thermal was measured on u2_asic. The impedance measurement was normal. The cause of the asic damage could not be determined. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician¿s implant manual (B)(4)).

Event description:
A report was received that the patient was frequently charging the ipg and was having inadequate stimulation. It was also reported that the patients ipg had depleted. Database analysis (db) showed signs of poor charger to ipg coupling and the charger thermistor triggering often which can delay charging times and the impedance measurements revealed high values on port c (4 contacts). The patient will undergo an ipg and lead replacement procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure. Malfunction was suspected with the explanted ipg. The patient was doing well postoperatively.

Event description:
A report was received that the patient was frequently charging the ipg and was having inadequate stimulation. It was also reported that the patients ipg had depleted. Database analysis (db) showed signs of poor charger to ipg coupling and the charger thermistor triggering often which can delay charging times and the impedance measurements revealed high values on port c (4 contacts). The patient will undergo an ipg and lead replacement procedure.